Event description:
It was reported that screwdriver broke during the case. Surgeon used a different driver to finish.

Manufacturer narrative:
A review of the DHR revealed no deficiency in manufacturing and no material observations. The risk analysis had considered nonunion; the estimated thresholds were not exceeded. Product inquiry stated the screwdriver, short t2 tibia to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the device had been in use for more than eleven years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The shaft of the screwdriver received was completely broken at the level of the transition to the handle. The breakage surfaces had a smooth topography without any signs of plastic deformation. They showed the typical structure of a brittle fracture due to a bending overload. To prevent this, the screwdriver was laser-marked with the warning ¿do not lever¿. A pre-damage in prior surgeries could not be excluded. In case of intended use such damaged would not have occurred. The material was hardened to be harder than the screws. Hardened materials are brittle and rather break than bend. Therefore it was not allowed to bend the screwdriver i.e. Using it as lever arm. Based on the above facts it could be ascertained that the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that screwdriver broke during the case. Surgeon used a different driver to finish.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.